Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst noted that a write to locked ram power on reset occurred on (B)(6) 2009 and (B)(6) 2009, with a secondary analysis finding of ram chip memory error.

Event description:
It was reported during device elective replacement procedure, the physician referred that he expected the longevity of the device to be higher, as it had only lasted for approximately 3 years. The device was explanted and replaced. No patient complications were reported as a result of this event. It was reported during device elective replacement procedure, the physician referred that he expected the longevity of the device to be higher, as it had only lasted for approximately 3 years. The device was explanted and replaced. No patient complications were reported as a result of this event.